Event description:
Pt was prescribed a 5-fluorouracil via cadd pump 4600 mg per 96 ml at 1ml per hour for 96 hrs. Pt returned to clinic; cassette was empty 9 hours earlier than anticipated. Clinically, there is no pt harm. However, cassette manufacturer has stated in accompanying literature that a 6% error rate in infusion time is allowed; however, 9 hours is beyond the expected timeframe. Infusion pump: cadd legacy plus manufactured by smiths medical md, inc (B)(4), lot# 323529 this pump is supplied to us by (B)(4), mi cassette: 100ml capacity; lot# 11x169 exp: 04/2016 manufactured by smiths medical asd, inc. Treatment dates: (B)(6) 2011.